Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory, and tested out of specification consistent with that advisory. Evaluation summary: proximal conductor was fractured: full lead in segments was returned for analysis.